Manufacturer narrative:
The pump was disposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 62-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, groin bleeding was noted and one unit of blood product was given. The patient survived to explant. Bleeding may have resulted from access-site complications and the anticoagulation/purge requirements associated with impella support.